Manufacturer narrative:
Sensor 3mh009a66u8 has been returned and investigated. The sensor was properly seated and no physical damage was observed. Inspected the plug assembly, no issues were observed. Attempts to scan the sensor with approved evm (evaluation module) were unsuccessful. The sensor was sent for further investigation and during visual inspection, contamination was observed through the sensor casing. An attempt was made to extract data from the sensor however, the sensor was unable to scan. At this time no further testing can be performed due to the contamination. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 319 mg/dl, 118 mg/dl, 75 mg/dl, 108 mg/dl, 51 mg/dl and 200 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.